Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/03/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/17/2014 with the following findings:a review of the pump alarm history indicated a cs 054 call service alarm, which is related to a sleep alarm and may cause the display screen to be blank for several minutes. During testing, the pump was powered on and the display screen was clear, legible, and functional. The complaint of a blank screen was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump display screen was blank. The pump allegedly continued to emit audible tones and vibration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.